Event description:
A physician attempted to apply a fallopian tube clip during laparoscopic tubal sterilization. The clip came out of the applicator and fell into the abdominal cavity. The loose body was easily extracted with no consequences to the pt.